Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device explant procedure, the patient's blood pressure dropped when attempting to explant the atrial lead. The patient's chest was opened and a tear was found at the posterolateral superior vena cava, right atrial junction. The lead was extracted but the patient's blood pressure dropped again. A second tear close to the previous tear was noted and both were fixed. The patient had no further complications and was in good condition.